Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however the device will not be returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its battery longevity from 2 years to elective replacement indicator (eri) in a span of 14 months. A request was made to have data from this device analyzed. Data analysis confirmed there were no faults or resets stored within device memory. However, it was noted that the device hardware was not detecting the loss of battery energy and with this the battery status indicators are not reflecting the depletion condition and are inaccurate. Hence, the device is malfunctioning, and device replacement was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its battery longevity from 2 years to elective replacement indicator (eri) in a span of 14 months. A request was made to have data from this device analyzed. Data analysis confirmed there were no faults or resets stored within device memory. However, it was noted that the device hardware was not detecting the loss of battery energy and with this the battery status indicators are not reflecting the depletion condition and are inaccurate. Hence, the device is malfunctioning, and device replacement was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.